Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: "the separator looks odd and it does not completely separate the cells from the serum."

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: "the separator looks odd and it does not completely separate the cells from the serum."

Manufacturer narrative:
Correction: g5: is combination product? No. H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. A complaint history was performed and this is the 1st complaint received on this lot number for the reported defect. Retention samples were evaluated with no issues being identified: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Bd does not have product claims for veterinary testing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.